Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 20 x 2.75 promus premier select drug-eluting stent was advanced but could not be tracked due to calcified vessel and the stent got damaged during the process. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 20 x 2.75mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 20 x 2.75 promus premier select drug-eluting stent was advanced but could not be tracked due to calcified vessel and the stent got damaged during the process. The device was removed and the procedure was completed with a different device. No patient complications were reported.